Manufacturer narrative:
Aspen surgical received a report from the FDA medwatch program (B)(4) indicating that a scalpel blade broke while in use. The actual device is being returned for evaluation. The manufacturing lot number was provided. No photographic evidence was provided. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report indicating that a scalpel blade broke during a left shoulder arthroscopy procedure. All pieces were recovered. There was no patient injury related to this incident. Sample is available for evaluation, and is in process of being sent to aspen surgical. No photographic evidence was provided. Lot information was provided. This complaint was logged into our system as (B)(4).